Event description:
The customer reported that a patient's o2 saturation was low, however, the device did not alarm.

Manufacturer narrative:
The customer reported that their monitor violated the desat alarm limit and the monitor did not alarm. Subsequent information for this report revealed that the desat alarm rang and that the customer silenced and later paused the alarm which would not allow a realarm for an alarm with the same severity or until the preconfigured realarm time has been exceeded. Philips field service engineer (fse) went to the customer site and viewed the alarm log for the monitor and confirmed that the monitor generated desat alarms. The fse showed the alarm log to the biomed engineer which showed all of the desat alarms at which time, the customer was satisfied. Based on the available information and after confirming that the fse informed the customer that the monitor was working to specifications, no further investigation or action is warranted. (B) (4).